Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes were received indicating that the vns patient was referred for surgery. The neurologist stated that the patient¿s device was at end of service because he was unable to interrogate the patient¿s device. The neurologist last interrogated the patient¿s device in (B)(6) 2014 which showed a non-ifi condition at the time. The notes indicate that the patient had been experiencing an increase in depression in (B)(6) 2014. Additionally, the patient¿s magnet was reportedly no longer working. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. Using the generator battery longevity table at the patient¿s last known programmed settings on (B)(6) 2014, the approximate battery life from beginning of life (bol) to end of service is 6.7-10.2 years. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
On (B)(4) 2014, it was reported that the patient underwent generator replacement on (B)(6) 2014 due to battery depletion. Attempts were made for the return of the explanted generator but it has not been received for product analysis to date.